Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open surgery, there was a poor staple formation. It was changed by another device of the same brand and specification and the fact was repeated. There was no patient injury.